Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Attorney reported: 2007-- the patient underwent an umbilical and ventral laparoscopic hernia repair surgery with implant of a composix lp mesh patch. In 2008-- the patient underwent a hernia repair procedure to re-secure the mesh patch which had detached from its original surgical site.